Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump touchscreen was flickering. There was no adverse impact to the customer's blood glucose level. The customer declined to further troubleshoot with tandem technical support and continued to use the existing cartridge for insulin therapy.